Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging the patient can't get the cartridge out of the pump, this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: no cartridge was returned with the pump. During investigation, there was no damage found to the cartridge compartment. A test cartridge was able to be inserted and removed with no issues. The complaint that the cartridge was not able to be removed from the pump was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.